Event description:
During follow up with the peritoneal dialysis registered nurse (pdrn) on (B)(6) 2013, for an unrelated report, the pdrn reported the patient had been re-hospitalized in the third week of (B)(6) 2013 (date not specified) and diagnosed with peritonitis. Per the pdrn, the patient had been hospitalized prior to this peritonitis event (unreported date in (B)(6) 2013), for unrelated issues and had been discharged. During the patient's hospitalization, the patient received ongoing peritoneal dialysis (pd) therapy but the hospital was very unfamiliar with performing pd therapy and the pdrn felt that this may have caused the peritonitis. The patient was treated with antibiotics (name, dose, route, and frequency not reported). The patient was reported to be home and was considered to be recovering from this event of peritonitis. Baxter global pharmacovigilance followed up with the nurse on (B)(4) 2013 and received the following information. The patient had been hospitalized prior to this peritonitis event from (B)(6) 2013, for low blood pressure and high calcium level. During this hospital stay, a peritoneal fluid sample was collected without using proper aseptic technique, which, in the nurse's opinion, may have caused the peritonitis. On (B)(6) 2013, the patient was diagnosed with and hospitalized for peritonitis manifested by vomiting and stomach pain. The patient was treated with ceftazidime (125mg/l nightly, intra-peritoneally, from (B)(6) 2013 ). The patient was discharged and reported to be recovering. Per the nurse, this peritonitis event was not related to baxter solutions, devices, or disposables.

Manufacturer narrative:
(B)(4). A sample was not requested because patients discard supplies after each therapy and there was no allegation against the device. This complaint for peritonitis is not confirmed because the disposable set was not returned to baxter and the complaint investigation did not describe any types of use errors or product malfunction that might have caused potential contamination. Therefore, the complaint is not confirmed and the assignable cause cannot be determined. A review of all batch record documents was performed for suspect lots with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.